Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle breaks. The following information was provided by the initial reporter: the puncture cannula breaks or bends during puncture, resulting in a multi-puncture to the patient.

Event description:
Additional information received 07/28/2025. Is there any patient impact, if yes, please explain in details? A: patient with polyurethane perforation multipuncture. Can you please share the batch number of this reported event? A: lot 4183702. Can you please confirm the date of event? A: different according to complaints. Can you please confirm the affected quantity? A: (B)(4) units purchased from the measure. Is the sample related to the incident available for analysis? If yes, please answer the below. A: no. A synchronous meeting was held with specialist clarifying problems with puncture technique. Additional information received on 08/12/2025. 1. (B)(4) is total purchased. Can you please confirm the exact number of defective items? A: along with greetings, we could not estimate the quantity, since they have indicated to use more than one way per patient, up to 6 in some cases. You could consider 50% of the input.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4183702. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.